Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that sensor had no electrode found when it was extracted. Customer was wondering if the electrode still remained inside their body. Customer was currently pregnant and was advised to visit the hospital.